Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional indicated that a patient reported blurred vision after surgery. "Glistening" was present upon examination. The intraocular lens (iol) was implanted 2-3 years ago. Posterior capsular opacity was not present. Additionally, the healthcare professional indicated that it is unknown if the glistening and the product are related. The iol remains implanted and the patient will be observed. Additional product information was requested however, further information is not available for this event.